Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced blood leakage through the bc valve. The following information was provided by the initial reporter: material no :382523 batch no: 0252150. Blood control septum not effectively containing blood. Once IV started, blood spews out of hub immediately rather than staying contained behind the septum.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced blood leakage through the bc valve. The following information was provided by the initial reporter: material no : 382523, batch no: 0252150. Blood control septum not effectively containing blood. Once IV started, blood spews out of hub immediately rather than staying contained behind the septum.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/3/2020. H.6. Investigation: bd received 2,242 unopened units. Per bd policy, forty-five units were selected at random for testing. The units were tested for leakage beyond the septum but no leakage was observed. Bd was unable to confirm the reported defect. If the septum is engaged when the connection is made (or before) blood will flow through the opened septum, as noted in the IFU. The IFU also states that the blood control feature is not intended for long term use and a secure connection should be made within 10 seconds. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.